Manufacturer narrative:
The reported event was confirmed visually through the service evaluation process, damaged to the device leds can result in a loss of function. The damage visible indicates a handling issue. The device was scrapped, as it is not repairable.

Event description:
It was reported that during a surgical procedure conducted at the user facility the patient tracker was not activating and the procedure was cancelled. The procedure was completed successfully after a two day delay, no medical intervention and no adverse consequences were reported with the event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the patient tracker was not activating and the procedure was cancelled. The procedure was completed successfully after a two day delay, no medical intervention and no adverse consequences were reported with the event.